Event description:
It was reported that a vns patient began experiencing multiple seizures which resulted in heart attacks when the battery was dying. It is also stated the patient';s generator was replaced. No additional or relevant information has been received to date.